Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported ¿change in size of breasts¿, ¿textured saline filled implants¿, ¿grade iii capsular contracture¿. This record is for the left side. Device remains implanted.

Event description:
Healthcare professional additionally reported "hole in radius (edge)" and "tear + hole." Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6b, e1, h6.